Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial medical device report (MDR) with manufacturing report number (3003442380-2025-16326), was submitted on 14-nov-2025. However, based on the reassessment and investigation done on 06 feb 2026, it was found that the serious injury was not related to the infusion set and there is no allegation on infusion set. The event was due to sensor failure twice (sensor issue). Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation testson reference samples or batch review can not be conducted. Therefore, this complaint will be closed, this issue will be monitered through pms product trends and malfunction, if any trends picked up, this will flag on the trips and alerts according to the omqr process.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient was found in a state of coma during the night and was transported to the hospital as an emergency with a blood glucose level of 34 mg/dl.the patient recieved drip of 5% glucose solution and regained consciousness. The patient condition is currently stable, with no difference observed between sensor and blood glucose values. No furthur information available.